Event description:
It was reported that a patient was intubated with a nim emg endotracheal tube. Despite an obvious visual contraction (reaction) of the nerve/muscle, the endotracheal tube was not demonstrating stimulation response. The emg tube was removed and replaced peri-operatively and there was still no signal. The surgery was stopped as a result of the device malfunction. There was no report of patient impact or injury. Please note that as this is a foreign reported event the patient information could not be obtained.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The device was not returned to the manufacturer for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.